Manufacturer narrative:
The investigation was unable to determine a cause. The data provided by the customer was evaluated, and no reagent or instrument issue was obvious. It was noted that the customer was not using recommended rack adapters, which could contribute to erroneous results. Inappropriate centrifugation of the sample can also contribute to erroneous results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on intact human chorionic gonadotropin + the beta subunit (hcg+b) for one patient sample. All results are in miu/ml. A plasma sample from (B)(6) 2012 had an initial result of <0.100miu/ml. This result was reported outside of the laboratory. This result was deemed to be incorrect by the customer. The physician questioned the result. The physician stated the patient had a serum sample run (B)(6) 2012 had a result of 35. The physician requested the repeat of both samples. On repeat, the (B)(6) 2012 sample resulted 37.62. The (b)96) 2012 sample was repeated on an elecsys 2010 analyzer and resulted 43.5. The (B)(6) 2012 was then repeated on this analyzer and resulted 45.46. The customer deemed 45.46 to be the correct result and issued a corrected report. There was no adverse event. The hcg+b lot in use was 16758402, with an expiration date of 07/31/2013. The field service representative was unable to determine a cause. He successfully performed verification testing. The customer performed maintenance and ran qc; the results of which were within expected ranges.